Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customers reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The plunger flippers were stuck in open position. The right plunger case was cracked. The syringe plunger not in place alarm was found when the syringe was loaded in the pump. Error history log review found a syringe plunger not in place error. The root cause of the reported issue was found to be incorrect assembly of the timing plates. Actions were taken to mitigate the reported issue: correctly reset the timing plates. Performed preventative maintenance and all functional tests which passed.

Event description:
It was reported that the pump was not recognizing the syringe. No patient injury was reported.